Event description:
(B)(6), reported corneal ulcer or abscess os. (B)(4). Reported as 1.5 cm but more likely to be 1.5 mm. Reported anterior chamber inflammation. Report states organism identified as pseudomonas aeruginosa. The pt was diagnosed 24 hours after onset of pain. The report states the pt was considered to be compliant. Product is not available for eval and no lot info was provided. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
No conclusions can be drawn.